Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was inoperable. In turn, the ipg was explanted and replaced to address the issue.

Event description:
Additional information indicates the ipg was still functional at the time of replacement. The patient felt pain at the ipg site and repositioning the new ipg resolved the issue.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg becoming inoperable was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.